Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporarily isolate the area of contact inside the button housing. Due to this problem, the menu button does not respond and is without function.

Event description:
A company representative reported a new infusion device was unboxed at a training session, and it was found the menu button works intermittently when trying to program the basal rates. The button has to be pressed very hard to respond. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.